Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 462 mg/dl. Suspected cause was due to the customer using off label insulin (lyumjev) within the pump supplies and reusing the cartridge. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.